Manufacturer narrative:
Block a2: the patient's date of birth is unknown; however, it was reported that the patient was 56 years old at the time of implantation. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date of the first revision surgery. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). 1st revision surgery: dr. (B)(6). 2nd revision surgery: (B)(6). Block h6: imdrf patient codes e2006, e2330, e0123, e1405, e1310, e1715, e2401, e1304, e1308, e1311, e1308, e1002 and e1519 capture the reportable events of mesh erosion, pain, bilateral obturator neuralgia, severe dyspareunia, urinary tract infection, scarring, other mesh-related complications and symptoms, urinary problems, recurrent urgency, frequency, urinary incontinence, abdominal pain and vaginal polyps. Imdrf impact codes f1204, f1202, f1905 and f1901 capture the reportable events of permanent injury, disability, two revision surgeries and bilateral groin exploration.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during an obtryx sling implantation procedure performed on (B)(6) 2019 for the treatment of stress urinary incontinence. Following the implant of the sling, patient suffered from chronic pelvic pain, severe dyspareunia, mesh erosion, urinary tract infections, bilateral obturator neuralgia, and other mesh-related complications and symptoms. On (B)(6) 2021, patient underwent vaginal sling removal surgery and a cystoscopy, with a post-operative diagnosis of recurrent mixed incontinence, pelvic pain, dyspareunia, mesh erosion, and vaginal polyps. Following her removal surgery, her sui returned, and she continued to experience frequency, urgency, vaginal pain and pelvic pain, and dyspareunia. She was diagnosed with left and right obturator neuralgia and began to suffer from lower abdominal, groin, leg, buttock, and thigh pain, left and right lower quadrant pain as well as pain that radiates bilaterally. On (B)(6) 2022, patient underwent a bilateral groin exploration and a second revision surgery to treat stress urinary incontinence; frequency, urgency, left and right obturator neuralgia, dyspareunia, chronic vaginal and pelvic pain, and scarring. Patient relief from pain was only temporary with pain management and she continued to suffer chronic and debilitating pelvic pain, obturator neuralgia, and urinary problems. As a result of having the obtryx implanted in her, patient has experienced significant medical and physical pain and suffering, permanent injury, had undergone medical treatment and will likely undergo further medical treatment and procedures. She has suffered and will continue to suffer serious physical injuries, loss of enjoyment of life and disability.